Event description:
Reportedly, on (B)(6) 2025, a physician familiar with beflex lead was using for the first time vega lead. The lead was positioned at the atrial appendage and the capture threshold was 2.4v, the sensing was 6.7 mv, and the impedance 1580 ohms. The physician attempted two more positions, always with inadequate electrical parameters. It was decided to change the lead and replaced by an abbott one with a threshold of 1.5v, sensing 3.8v, and an impedance of 800 ohms.

Manufacturer narrative:
Analysis synthesis: analysis of the returned lead indicated that electrical testing detected an abnormally low insulation impedance value on the proximal section of the lead. The dismounting of the connector revealed the presence of a cut on the inner polyurethane (pu) tube located at 2.7 cm from the connector pin. Correctives actions were implanted to reduce the occurrence of similar events. It should be noted that the subject vega r52 lead (s/n (B)(6) was manufactured prior to the implementation of these measures. The investigation is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, on (B)(6) 2025, a physician familiar with beflex lead was using for the first time vega lead. The lead was positioned at the atrial appendage and the capture threshold was 2.4v, the sensing was 6.7 mv, and the impedance 1580 ohms. The physician attempted two more positions, always with inadequate electrical parameters. It was decided to change the lead and replaced by an abbott one with a threshold of 1.5v, sensing 3.8v, and an impedance of 800 ohms.